Manufacturer narrative:
Manufacturer narrative: the customer reported that the bsm (bedside monitor) was showing vertical lines on display. The customer tried power cycling the bsm and the lcd screen went completely blank white. The error occurred during room set-up, therefore no patient was involved. The device was never sent in for evaluation as customer was provided the part number for the lcd. Due to the age of this complaint additional information necessary to conduct an investigation is not readily available. Nihon kohden will submit a supplemental report in accordance with 21 cfr part 803.56 if additional information becomes available. Device not returned.

Manufacturer narrative:
The customer reported that the bsm (bedside monitor) was showing vertical lines on display. The customer tried power cycling the bsm and the lcd screen went completely blank white. The error occurred during room set-up, therefore no patient was involved. Customer was given a part number for the lcd screen and the customer will call back when decision is made whether or not they will be ordering a new lcd screen. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. Device not returned.

Event description:
The customer reported that the bsm (bedside monitor) was showing vertical lines on display. The customer tried power cycling the bsm and the lcd screen went completely blank white. The error occurred during room set-up, therefore no patient was involved.